Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that within a couple days of implant there were high thresholds. The lead was repositioned twice with the same outcome, so the lead was then explanted and replaced. No patient complications have been reported as a result of this event.